Event description:
A report was received that the patient had an infection at the ipg site. Symptom includes redness with a small open wound. The patient was prescribed antibiotics. The patient underwent an explant of the ipg. The physician did not believe that it was device related.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.